Manufacturer narrative:
Additional device(s) associated to this event include: pxc141400/11465485, UDI: (B)(4). Patient comorbidities include but are not limited to: coronary artery bypass graft, catheterization of heart, hernia repair, hypertension, hyperlipidemia. Patient medications include but are not limited to: crestor. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak, w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6), 2004, this patient was implanted with three gore excluder® bifurcated endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure well. On (B)(6) 2013, the patient underwent an intervention to treat aneurysm sac enlargement without the presence of type I endoleak. It was reported the original devices were relined with an aortic extender component and two contralateral leg components (pxc141400/11465485 and pxc201400/10367840) to stop the sac enlargement. The patient tolerated the procedure. On (B)(6) 2024, the patient underwent reintervention for a distal type I endoleak from the left common iliac down to the left external iliac artery (unknown which pxc141400/11465485 or pxc201400/10367840 was implanted on the leftside). The left side was relined with an additional contralateral leg component. There was no reported enlargement of the aneurysm. The patient tolerated the procedure and the endoleaks were resolved.